Event description:
Pt bed was going into flexion no matter which button on touchpad was pushed. Anesthesia and circulating nurses attempted to return bed to normal positioning, however bed was completely malfunctioning and continually went into trendelenberg after several attempts and after surgeon looked into issue as well. Bed had to be changed intra operatively. Bed does not have a manual release to bring the bed back to a neutral position.